Event description:
It was reported that usb cable no longer charged the pump. The customer's blood glucose level was 81 mg/dl. Customer was able to successfully charge the pump with an alternate cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.